Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the catheter from the listed epidural tray was in use with a patient giving birth. According to the reporter, the catheter was found broken with its internal wire exposed after patient's delivery. The reporter explained that the patient had been getting adequate anesthesia, but after the catheter became damaged, the patient was not receiving adequate pain relief. No permanent injury was reported. Additional information regarding potential medical intervention provided, and potential adverse health outcomes have been requested; no information has been received at this time.